Event description:
It was reported that during the gastric cancer procedure, when severing remnant stomach and duodenum tissue, the surgeon noted it was not completely closed and oozing occurred. Another device was used to complete the surgery. No additional information could be provided.

Manufacturer narrative:
(B)(4). Batch # unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. The manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was received: how much blood was lost (ml)? Unknown. Did the patient require a transfusion? Unknown. How was the bleeding addressed? Unknown. Could you please clarify if there were any patient consequences? No patient consequences. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? No change. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 03/20/2023. Additional information received: the procedure is an open colon surgery.